Event description:
The customer stated that the bsv (blood sampling valve) on the coulter lh 780 hematology analyzer instrument is leaking cleaner. The volume of leak was unknown and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe wipe rinse block was stuck in the down position. He cleaned and aligned the probe wipe rinse block that fixed the leak. (B)(4).